Event description:
Patient reported experiencing high blood glucose (> 400 mg/dl). Patient indicated that, when preparing to change their infusion set, patient discovered that the infusion set had broken. Patient self-treated by changing their infusion set to resume insulin therapy.